Event description:
The subject device was sent to an olympus service center for annual inspection. During inspection and testing, service found a gap in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive on distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end of the scope due to handling issues. In addition, the adhesive on the bending section cover was chipped due to deterioration, the guide pipe was loose, and there were dents on the probe unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Initial reporter: corrected the customer information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive on the distal end likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.